Manufacturer narrative:
H6 medical device problem code 210104 was inadvertently omitted on the initial manufacturer device report.

Event description:
It was reported that during insertion of the sheath bleed back was observed. The sheath was removed and replaced but bleeding continued at the access site. The site was resutured and 2 percloses were added. The sheath was removed and the patient was in stable condition.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
An 89-year-old female underwent high-risk percutaneous coronary intervention with impella cp support. The impella cp was introduced using single-access technique with a companion sheath; bleeding was noted when the companion sheath was advanced through the introducer valve, but the procedure was completed. Persistent femoral access site bleeding was again observed post procedure in the intensive care unit. Despite multiple attempts to control the bleeding, the decision was made to explant the impella and close the access site using 2 perclose devices. Major bleeding and serious injury were conservatively coded, as impella support requires systemic anticoagulation and a device contribution cannot be excluded. Notably, the international normalized ratio was markedly elevated at 7.2 during support, which likely exacerbated the bleeding risk.